Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify "staple line was not delivered across the entire length of the intended tissue but was negated by some factor": staple line was present along the tissue in which the surgeon fired (which was approx 20mm of the total 60mm she intend to fire upon). She commented that the stapler appeared to be dragging the tissue and stated that there might have been a migratory staple from the previous firing impeding the delivery of the staple line. On this firing she stopped (at the moment the issue was observed), reversed the knife blade, opened the jaws, inspected the staple line, and decided to open another stapler (hence the reason for the description above indicating that the staple line was not delivered across the entire length of the intended tissue). What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Mostly b-formed staples with some malformed. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Staples were present throughout/up to the point in which the surgeon halted the firing. To be safe she oversewed along the area in which she believed the stapler dragged some tissue.

Event description:
It was reported that during a lap gastric bypass, upon the second firing (with a blue load) on the pouch the bariatric surgeon noted that the knife blade pushed the tissue, bunching the staple line in a confined area. It was noted that the full 60mm staple line was not delivered across the entire length of the intended tissue but was negated by some factor (tbd). Once observed, the surgeon requested another stapler/handle be pulled. No issues were noted on subsequent fires with the new stapler/handle and the procedure was completed with no reported adverse events.

Manufacturer narrative:
(B)(4). Batch # r58t7l. The analysis found that the plee60a device was received with no apparent damage and with a gst60b cartridge loaded on the device partially fired 2/3. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.